Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication pump to the minimed mobile application. The customer reported no adverse event. The event involved product(s) mmt-6101. The troubleshooting was performed and the issue was not resolved. Unable to resolve with existing troubleshooting or labeled instructions, the issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.

Manufacturer narrative:
We have attempted to reproduce the pairing failure with a supervisor timeout on the samsung galaxy a35 and google pixel 8 did not pair with a 780g pump running firmware version 6.7. The issue occurred consistently if the cross-device services feature is enabled on these devices, displaying a ""device not found"" message on the pump. However, an attempt to reproduce the reported event with the minimed mobile app (software version 2.8.0) installed on xiaomi redmi note 13 pro (android 14) with mmt-1886 780g pump (software version 6.23w) was conducted and confirmed the issue was not reproduced. This issue has been confirmed through log analysis showing supervisor timeout errors. The software did not adhered to the specified requirements and failed to perform in accordance with the expectations specified in the software requirement and specification document: d00780504_e. After conducting an initial investigation, we have found that the main reason for failed connection attempts was supervisor_timeout errors thrown by os, supervisor_timeout in substance means that the phone did not receive any messages from the pump in the defined period (approximately 30 seconds), the main possible causes for that are errors in device bluetooth stack implementation or high level of electromagnetic noise. Supervisor_timeout occurs when the device fails to receive a timely response from the pump ,leading to automatic disconnection or error message .this issue has been reported multiple times,affecting operational efficiency and causing disconnected in the pairing process the esf corresponding is mm-yb 5233282. This issue is about the pump being unable to pair with the minimed mobile app because the mobile device sent an incorrect response when trying to connect to assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: on your android device, open settings . Tap google, google devices & sharing (or all services on xiaomi devices) , cross-device services. Or search â¿cross-deviceâ¿ from settings. Make sure use cross-device services is off or disabled (xiaomi device use toggle off) follow the instructions in minimed mobile app to establish pairing between pump and phone note: once pairing is completed, ensure cross-device services are disabled. If cds, does not work, please try the following: remove the mobile device from the pump. Check the phoneâ¿s bluetooth settings and ensure there are no previously paired pump devices. If any are listed, select ""forget"" to remove them. Uninstall/remove the mmm app from the mobile device. Restart the mobile phone. Reinstall the mmm app & then make sure bluetooth is on launch the app and begin the pairing process. Important: since step 4 (restarting the phone) is critical, please make sure to contact the customer using an alternate phone number (not the affected device) or another contact method i.e email address. This will allow them to complete the steps without interruption during the call or missing any steps. The helpline has not yet confirmed whether the recommended steps have successfully resolved the issue. In addition, the development team is actively working on finding a permanent fix for this pairing issue, and further updates will be provided as we progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section h6: updated component code. 2. Section h6: updated type of investigation, investigation findings, investigation. Conclusion. 3. Section h11: updated analysis summary: an attempt to reproduce the issue was not performed as the issue was confirmed through previous issue references. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4). From the logs, it looks like the device was connected to an unstable network and was unable to connect to our servers. Hence the "com.medtronic.minimed.data.carelink.exception.carelinkunknownhostexception: network failure, cannot reach server error" was seen. To assist with the resolution of the issue, we provided helpline team with the following steps. I would recommend these general steps to help resolve the issue. Connect to a network with good wifi connection as we do see network failures. Remove the pump from the bluetooth settings. Basic steps: turn bluetooth off -> wait 30 seconds -> turn bluetooth back on when attempting to pair, do not leave the pairing screen during the progress spinner, and respond to any prompts that may appear. Try to pair the pump and device in another location, with a lower potential level of electromagnetic noise (common sources - active wi-fi networks & bluetooth connections nearby). Advanced steps: clear data of bluetooth app: settings apps, manage apps, find and tap on bluetooth app, clear data. Settings -> more connectivity options -> reset wi-fi, mobile networks, and bluetooth -> reset settings -> pin/fingerprint -> ok. Uninstall app -> restart phone -> turn bluetooth off then on -> reinstall app. Reset network settings, there are two ways to do it: settings, connection & sharing, reset wi-fi, mobile networks, and bluetooth, reset settings. Settings, system, reset option, reset bluetooth and wifi, on the dialog tap, "reset". The issue was confirmed by analysis of the logs that were collected for the time of the event. We have not customer cannot pair pump with minimed mobile app received a response. Confirming whether the recommended steps resolved the issue. As a result, we customer cannot pair pump with minimed mobile app will be closing the ticket. If the issue persists, please let us know, and we customer cannot pair pump with minimed mobile app will be happy to reopen it. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.